Event description:
It was reported that the pt had stimulation but her charger was not functional. A replacement charger was sent to the pt. F/u identified the pt was still having issues with the new charger. Attempts to determine if the pt had been able to charge her ipg were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.